Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open gastrectomy, the device could not be removed from the patient after firing on the stomach. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: how was the device removed from the patient? No information. After firing was the adjusting knob turned ½ to ¾ revolution? No information. Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? No information. What was the appearance of the donuts? No information. Were all tissue layers present in the donuts? No information. Was there a leak in the anastomosis? No information what confirmation was received that the device was fully fired? No information. Who fired the device? An experienced doctor. Was the person who used the device trained? No. How was the case completed? The site was anastomosed by suturing by hand.